Manufacturer narrative:
The returned oxygenator was tested for leaks; no leakage was observed. Saline was circulated through the device for 1 hour at maximum flow rate; no abnormality was observed. Bovine blood was then recirculated through the device for 4 hours; no abnormality was observed. No cause for this incident could be identified.

Event description:
Customer noted fluid and blood coming from air vent port at the bottom of the fiber bundle during the case.